Event description:
It was reported that the patient experienced pain at the ipg site. The patient was prescribed with tylenol and the area was rubbed with muscle pain medication. The patient was doing well.